Event description:
Caller tested 1.6 inr on the coaguchek xs system while a (B)(6) lab returned as 0.9 inr. Caller's hand was cleaned with (B)(6) prior to obtaining the result of 1.6 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.